Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient received an alert on her phone showing low. She took a peppermint, but her readings were not going up. She then checked her bg using a fingerstick, which showed 400 mg/dl. No medication or treatment was given at that time. The patient did not feel any symptoms at all. She went to the hospital and was taken to the emergency room (ER). Her bg there was 600 mg/dl. The cgm reading was not specified. She was treated with IV insulin and IV fluids. The patient stayed in the hospital for 5 hours and was discharged feeling the same fine and better. Her fingerstick reading was roughly around 200 mg/dl, and her cgm was about 50 points off, with no specific value mentioned. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. When the patient was taken to the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 50 points. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The emergency room's (ER) attending physician called to report 2 sensors with cgm inaccuracy while the patient is at the ER. The call was transferred by the initial technical support agent to sae tier 2 queue for further assistance. Upon transfer, the doctor explained that the 1st sensor was inserted on sunday, (B)(6) 2025. In the middle on the night of (B)(6) 2025, the patient received an alert on her phone showing ¿low¿. Without bg test and solely relying on cgm readings, she took a peppermint, but her readings didn¿t go up. She then decided to do a bg test using a fingerstick, which showed 400 mg/dl while her cgm still showed ¿low¿. The patient did not so take any medication or treatment after the reading comparison because she did not feel any symptoms, but she decided to go to the ER by herself to further assess the situation. Upon arrival at the ER, her bg was tested, and it showed 600 mg/dl, but the cgm reading was not specified. She was given an insulin drip and IV fluids, then doctor decided to replace the sensor, but the new sensor continued to read lower as compared to the bg test results, bg 476 mg/dl while cgm showed 150 mg/dl, so they called the dexcom ts for assistance. As of the time of the initial call, the patient was still at the ER for 5 hours, but not yet formally admitted. On (B)(6) 2025, the sae tier 2 initiated a call back and was able to talk to the patient. Patient confirmed that she did not feel any symptoms at the time of the event and mentioned that she was discharged the same day, (B)(6) 2025, feeling better. Upon discharge, both her bg and cgm reading were roughly above 200 mg/dl, with 50 points difference. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. When the patient was taken to the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 50 points. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.